Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/6/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/17/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: (B)(4): px: hmb, qty: 1, code: vcp823h; lot #: 1043kh. (B)(4): px: mks, qty: 3, code: vcp823h; lot #: 1043kh. (B)(4): px: so, qty: 1, code: vcp823h; lot #: 1043kh. (B)(4): px: mv, qty: 2, code: vcp823h; lot #: 1043kh. (B)(4): px: bj, qty: 1, code: vcp823h; lot #: 1043kh. - did the reported issue contribute to any patient adverse consequences? None - is the product available for return? If yes, please document timeline of shipment to the office. If the product is no longer available for return, please state so in your response. Yes. It will be send to j&j office by friday (B)(6) 2025. - please provide the source or name of person providing answers to follow-up questions: (B)(6) or head or dept. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. It was reported that the thread was detaches from the needle during suturing. There were no patient consequences reported. Additional information was requested.